Event description:
The patient was experiencing abdominal pain, altered mental status and a decreased heart rate; there was no increase in spasticity. The patient had recently had a pacemaker implanted (date not reported). The patient's pump was checked for volume discrepancies, the results showed minimal differences (within flow rate accuracy) in the actual and expected volumes. A catheter dye study was attempted, but the radiologist was unable to aspirate any cerebrospinal fluid. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Other - catheter.